Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system for this device indicated that a potential device product performance issue. The local boston scientific field representative was contacted for additional information but none was available. There were no adverse patient effects reported. The device remains in service.